Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a pericardial effusion. A farawave ablation catheter was selected for use. A pericardial effusion was noted during the routine end-of-procedure intracardiac echocardiography (ice) imaging, as no patient signs/symptoms occurred. A pericardiocentesis was performed, with 350 ml of fluid removed. A farawave catheter was used in the procedure. The patient fully recovered. Medwatch report mw5183068.